Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, "patient at home for a home parental nutrition notified our unit that the needle broke into pieces whilst trying to de access her port (we have been told by the patient that her mum accesses and de accesses the port). She removed the broken needle herself and was then advised to attend emergency to have the port assessed and be scanned by interventional radiology. She did and was cleared and discharged home with nil ill outcome."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged infusion set needle was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 22ga x 0.5¿ safestep safety infusion set with y-site. A complete break was observed in the needle shaft 6mm from the needle housing. The needle tip fragment and safety plate were received loose. Microscopic inspection of the break site revealed a granular fracture surface. Necking and curved shape memory were observed in the vicinity of the break. Regions of increased luster were observed along the fracture edges. A similar non-complainant device was intentionally damaged by repetitively kinking the needle shaft at the exit site from the non-engaged safety mechanism. Inspection of the fracture features revealed them to match those observed in the complaint sample. The location of the fracture also matched that of the complaint sample. The fracture features and location were replicated by kinking the needle shaft, suggesting that repetitive kinking of the indwelling needle shaft likely caused/contributed to the observed damage. Infusion set securement techniques may have contributed.